Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth from around the abutment.

Manufacturer narrative:
Per the clinic, the patient was placed under local anesthesia to excise excess skin around the abutment site. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.